Manufacturer narrative:
The customer¿s report that the filter leaked was confirmed. The set was visually inspected and no anomalies were observed. Functional testing was performed; the set leaked from the air vent of the 0.2 micron filter. The root cause could not be determined.

Manufacturer narrative:
Additional information provided from customer medwatch (B)(4).

Event description:
A copy of the customer¿s medsun report was received from the FDA and states: ¿piv (peripheral intravenous) & PICC (peripherally inserted central catheter) lines infusing tpn (total parenteral nutrition) were found to be leaking at the filter. The filters were mated to the stopcocks. The tubing was attached to the patient at the time of the events but no patient harm was noted. No cracks were noted in any of the filters. There were 14 separate incidents with this particular type of filter during a one month time period.¿

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Omit customer medwatch report number (B)(4).

Event description:
The customer reported tpn was leaking at the filter after 48 hrs. In use with no visible cracks noted. The line was removed and the md and charge rn notified. There was no report of patient harm. The event occurred in the nicu. Prior to infusion the priming technique is by gravity per rn.

Event description:
The customer reported tpn was leaking at the filter after 48 hrs. In use with no visible cracks noted. The line was removed and the md and charge rn notified. There was no report of patient harm the event occurred in the nicu. Prior to infusion the priming technique is by gravity per register nurse.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a filter leaking a small amount of an unspecified infusion. The line was removed and the md and charge rn notified. The event occurred in the nicu. Although requested there is no other event details provided by the customer at this time.